Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing for sensitivity. Reran the failure ten times and passed. Intermittent operation was noted and attributed to the interconnect flex. Analysis also noted that the upper and lower cases were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.